Event description:
A us distributor returned electrode belt sn (B)(4) indicating that the belt could not complete testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the distribution node (dn) to rear therapy electrode (te), ECG electrode c and e, ECG electrode a and b, and front te cables were severed from the dn. The cause of the inability to complete testing is the severed cables. The root cause of the severed cables cannot be positively identified. But is likely physical abuse. No adverse event resulted from the damaged cable.